Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-18864.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support. The surgeon believed the outflow of the 5.5 was causing the aortotomy to bleed. The impella 5.5 was explanted and the procedural outcome was the patient survived surgery.